Event description:
Customer has complained of pain and soreness on her breasts and nipples whilst using the elvie pump. Customer has not yet confirmed seeing a healthcare professional or being prescribed medication. Customer complaint reported from UK.